Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Surgeon has been contacted but at this time, he has not responded with additional information. Additional information from sales rep: the rep was told that the patient was bending over two-days post op. Which increased her blood pressure. The rep was told that this might have been what initiated the bleeding. When the patient was taken back to surgery, it was found that an accessory hepatic vessel near the lesser curvature was without any coagulum and was bleeding. It was reported that the patient did lose a large amount of blood and is still in the hospital and very sick. What other instruments were used during the first surgical procedure? (Clamps, scissors, etc.)? Unknown. He usually uses a liver retractor, graspers, endo stitch, and etrio335h in his lap nissen fundoplications. Which generator was being used - rf60 or gen11? Gen 11. If gen11 was being used, did the gen11 display any yellow alert screens during the procedure? Not that I am aware of. I was told everything worked well during the case. How long has the surgeon and account been using the gen11? The surgeon and account have been using gen 11 since (B)(6) 2011. He has been using enseal since (B)(6) 2011, and has done more than 100 procedures (estimate) with the technology. What was the size of the vessel or artery? Unknown to exact size. Although, it was mentioned to me the vessel wasn't very large. Was the bleeding from an area that the etrio was used on? Yes. Was the tissue thick, dense and fibrous? Unknown. How much blood was lost? Six liters. Was a transfusion required? Yes.

Event description:
It was reported that two-days following a laparoscopic nissen procedure, the patient was returned to surgery where it was found that she had bleeding coming from a small accessory vessel near the lesser curvature. The bleeding was controlled in the follow-up procedure. No device will be returning as the device was discarded following the original procedure.